Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient complained of thumping sensation. Upon review, the patient's right ventricular(rv) lead exhibited increasing capture threshold and dislodgement. The rv lead was repositioned on (B)(6) 2019. The patient was discharged post procedure.